Event description:
Had to get tampon removed, retained- vagina [foreign body in reproductive tract]. No string on tampon [device issue]. Case narrative: consumer reported via phone that she inserted a tampon and there was no string. No serious injury reported.